Event description:
The customer reported elevated troponin I (access accutni) results, for three patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. This report is one of two referencing the patient with a change in treatment. The customer recalibrated the assay and noted calibration failed with bad fit. The customer stated the initial result was released out of the laboratory, and the patient was transferred to another facility for further treatment. It is unknown the type of treatment the patient received or if any additional treatment was given to the patient. There has been no report of current patient outcome. Subsequent testing of the patient's samples, on the same instrument, produced lower results within the normal reference range. Controls were within specifications on the day of the event. The customer performed system check which failed. During troubleshooting with beckman coulter customer technical support (cts), the customer replaced the aspirate probes and retested system check which passed within specification. Patient samples are collected in 13x75 mm lithium heparin gel tubes and centrifuged in a swing-bucket centrifuge at 3,500 rpm (rotations per minute) for 15 minutes, at room temperature. All samples in question were from the emergency room (ER). No sample integrity issues were noted. The instrument was returned to normal operation after replacements of the aspirate probe.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, system hardware is the likely cause of the event. After replacements of the aspirate probe, the customer was able to obtain passing system parameters as well as correct patient results. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-01065.